Event description:
The customer reported the rigid video laparoscope had cracked lens. During the initial evaluation of the device, dents and scratches were observed on the distal end, along with a loose light guide prong adapter and a dark spot in the image. No patient harm was reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available.The investigation is still ongoing. A supplemental report will be submitted when the investigation has been completed or when new and significant information becomes available. Olympus will continue to monitor the field performance of this device.